Event description:
The customer reported that the roller clamp did not stop when required. The rotating part was stuck or got out of the housing. No harm or injury was reported.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The customer did not specify if this was the initial use of the device. A review of the device history record did not reveal any exception documents. Upon visual inspection, the complaint was confirmed. The wheel of the roller clamp was outside of the housing. The device was re-assembled and performance tests performed. When the pressure bag is above 300mmhg, leaking was observed from the device. The root cause of the reported failure is due to a higher durometer tubing which may make the roller clamp difficult for some users to manipulate. A new roller clamp is currently being validated to address this issue. Eval method: device history record was reviewed.